Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was difficult to be caught in the body when the needle was turned back. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what tissue was the needle/ suture combination used on? No further information is available. Was there any damage to the tissue? No further information is available. What was used to repair the tissue? No further information is available. What did the surgeon do when the needle was difficult to advance? =>no further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Lot number? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. Investigation summary: one empty labeled winding former and one needle-suture of product code sxpp1a301 were returned for evaluation. Visual inspection was conducted on the returned device. Upon visual inspection of the returned sample, it was observed slightly marks on the body of the needle appear by a surgical instrument. Damaged and body fluids on the barbs were noted. In addition, damaged on the nucleus was noted and had the two sides. Only a side of fixation tab was returned, and body fluids were noted. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.